Manufacturer narrative:
Investigation summary: it was reported that a vial adapter with a 0,02 mm² particle in the needle hub was discovered during the incoming goods inspection. To aid in the investigation, one sample and one photo were provided for evaluation by our quality team. The sample came with the plastic shield, but no packaging blister. A visual inspection was performed. There is embedded foreign matter in the needle hub. It was not possible to remove the foreign matter with an alcohol wipe which determined that the foreign matter is embedded degraded resin. No other defects or imperfections were observed. The photo provided shows the sample received. Based on the investigation with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. The embedded degraded resin in the component typically occurs at the startup / restarts of the injection molding process. A device history record review was completed for provided material number 302047, lot number 9193528. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. The embedded degraded resin occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the system of the tooling mold and press. The degraded resin can break loose and be molded into components.

Event description:
It was reported that the needle ns 30ga 1/2in bns yel hub tw experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: the reason for the complaint is that a vial adapter with a 0,02 mm² particle in the needle hub was discovered during the incoming goods inspection.